Manufacturer narrative:
No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. However, photographs were provided for review. Review of the photographs depicted improper use of the product. Root cause analysis examined and identified the following: the lid is unable to properly close after clicking in place, lid is malformed or damaged; user damaged lid during opening and closing using improper equipment. The instructions for use (IFU) states to ¿use one hand to discard item in container then temporarily close¿¿ and to ¿install container with appropriate hardware¿. It was determined the user failed to use appropriate hardware. Hardware is not designed for hinged lid, and the displacement of lid is possibly damaging lifters. The container holder is removing lid from container improperly. Hardware is not compatible. User did not follow IFU. The reported customer complaint is confirmed. A root cause was determined to be user did not follow instructions, utilizing incompatible hardware. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports the top of the bucket does not seal properly. Despite several attempts to click and close the top it continues to open.